Event description:
During a monthly inspection, the customer reported that the device had no indications or sound. The customer installed a new charge pak (internal hlc battery charger), but the issue persisted. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended the facility purchase a replacement defibrillator. The device was removed from service, but was not returned to the physio-control for analysis. A conclusive cause of the reported event was not determined.